Event description:
Reporter stated that patient's blood glucose was measured, using the nano system, with a result of 91 mg/dl. Patient's blood glucose was reportedly retested, on a laboratory instrument, with a result of 32 mg/dl. Reporter stated that patient was treated with an intravenous glucose solution. No additional information about treatment received was provided. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in other country.